Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high impedances were observed during intra-op testing. Surgical intervention took place wherein the system was explanted. Therapy was restored. Manufacturer report number 1627487-2021-00360.